Manufacturer narrative:
Follow-up #1: date of submission 02/04/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/25/2016 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged intermittent power issue was not verified in the black box or duplicated in the devaluation. Review of the black box data found that the available date range did not cover the days when the alleged power issue occurred due to continued customer use. Review of the available date range did not find any power-on-reset events. The last basal was delivered six days after the complaint date. The total daily delivery added up correctly and reflected the user¿s programed basal settings. Using the returned caps the pump powered up and functioned properly. The battery cap contact measurements were within specifications. The cap was able to maintain electrical contacts after it was fastened and then loosened for half a turn. The pump delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruptions. Pump casing was opened and no intermittent conditions were found internally.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient had blood glucose reading of 600 mg/dl with no associated symptom reported. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. It was reported that the pump had intermittent power issue since (B)(6) 2015. No damages to the battery compartment or cap were noted and the cap was able to secure properly to the pump per instruction for use. No moisture or corrosion was noted in the pump. Review of alarm history did not find any replace battery alarm that could led to pump reboot. Troubleshooting was unable to resolve the reported power issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged intermittent power issue of unknown causes.